Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a vizigo sheath and observed "oily tacky residue" on the length of the sheath (foreign material). The dilator had some resistance when being inserted into the vizigo sheath. When the sheath was removed, there was some "oily tacky residue" on the length of the sheath. The dilator was not reinserted and instead they bagged up the sheath. This all occurred before the patient was in the room. When the sheath was replaced, the issue resolved. No patient consequence reported. Additional information was received. The packaging and tray were thrown out following the procedure. The residue was found on the dilator after pulling it back out of the sheath. This is visible in the bag that the vizigo sheath was placed in after setting it aside. The substance was clear and sticky, almost like an oil residue. The substance must have originated from inside the vizigo sheath because it was only present on the dilator after the dilator was inserted and the removed once the resistance was noted from the staff. The substance had no visible particles and would not classify it as loose or embedded. The resistance issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The "oily tacky residue" on the length of the sheath (foreign material) issue was assessed as MDR reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-may-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).